Manufacturer narrative:
Devices were returned for evaluation. Evaluation of 3 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes 4 malfunction events where a midwest tradition handpiece would not hold burs. No injury resulted in any of the events.